Manufacturer narrative:
A getinge service territory manager (stm) evaluated the iabp and stated that the fill fitting on the iabp was cracked. To resolve this issue the stm replaced the condensate removal module. He then verified operation of the iabp and it was returned to clinical use.

Event description:
The customer reported that while the cs300 intra-aortic balloon pump (iabp) was being used on a patient, a need for repair was generated, but the customer did not specify what type of repair was needed. No consequencesor impact to the patient was reported. No adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. Additional information has been requested, and we will report accordingly if it becomes available.

Event description:
The customer reported that while the cs300 intra-aortic balloon pump (iabp) was being used on a patient, a need for repair was generated, but the customer did not specify what type of repair was needed. No consequences or impact to the patient was reported. No adverse event was reported.